Event description:
Voluntary medwatch received states right atrial lead exhibited noise and a suspected fracture. It was reported that the leads were cut.

Manufacturer narrative:
Voluntary event report was received. Mw5179733.